Manufacturer narrative:
Investigation under (B)(4) is ongoing. Expiration date: unk. Mfg date: unk. (B)(4).

Event description:
The facility states that the intraocular lens was damaged by the lens delivery system as it was being delivered into the pt's eye. The lens was removed without pt injury.